Manufacturer narrative:
Investigation of the complaint found that the instrument is operating within specification during execution of the protocols from which sub-optimal tissue processing was both reported and likely to have been identified. The root cause of the sub-optimal tissue processing reported by the complainant was a use error. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Based on information in the instrument logs, it is also considered likely that sub-optimal tissue processing would have been identified from four (4) processing runs which completed between (B)(6) 2016 as a consequence of a use error. The complainant stated that the reagent in bottles 3, 4 and 5 was replaced with 70% ethanol, 80% ethanol and 90% ethanol respectively between 15:07pm and 15:17pm on (B)(6) 2016. The instrument logs show that a user reset the station properties for each bottle which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs also show that a user affirmed in the instrument software in error that the default concentration of 100% was to be set for each of these bottles rather than entering the actual concentration of each reagent. As the reagent in either bottle 4 or 5 was then used for the final dehydration step in four (4) processing runs which completed between (B)(6) 2016, it is also considered likely that sub-optimal tissue processing would have been identified from these protocols. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing from two processing runs. The complainant described the affected tissue samples as "over process". On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(6) 2016. The fse performed system verification tests, for which all results were satisfactory and the instrument was found to be operating within specification. On (B)(6) 2016, a leica field support specialist (fss) provided telephone support to the laboratory in association with this event. The fss was advised by the complainant "that when they had changed out the peloris last, they had placed 70, 80 and 90 in bottles 3, 4 and 5". The laboratory advised the fss that they would replace all the reagents and perform validation runs using non-diagnostic tissue samples to confirm that the quality of tissue processing was satisfactory prior to returning the instrument to clinical use. On (B)(6) 2016, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.